Event description:
It was reported that the jaws insert "hicura", 5 x 330, long precision, monopolar were misaligned. The issue occurred during preparation for use for a therapeutic prostatectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the d4 lot number field. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is determined that jaw misalignment is likely due to excessive force. Olympus will continue to monitor field performance for this device.